Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable worked intermittently when tested. No patient involvement.

Manufacturer narrative:
H6 correction: historical data analysis is removed as there is no lot/serial reported for the discarded device. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable worked intermittently when tested. No patient involvement.